Event description:
It was reported that during catheter placement procedure, the device allegedly had a crack at the cuff upon flushing. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac s/l catheter segment was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture issue and identified stretched issue as a tear was noted approximately 19.4cm from the distal end of the luer to the outer catheter, complete circumferential break was observed approximately 13.5cm from the distal end of the tissue cuff. Further during functional evaluation upon hydrostatic pressure, ballooning was noted at the site of the tear. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2022), g3, h6 (device, method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2022).

Event description:
It was reported that during catheter placement procedure, the device allegedly had a crack at the cuff upon flushing. The physician used another device with no issues. There was no reported patient injury.